Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. Customer reported results of 115 mg/dl, 194 mg/dl, and 106 mg/dl were obtained on the sensor scan compared to readings of 80 mg/dl, 92 mg/dl, and 90 mg/dl respectively obtained on the built-in reader. Customer further reported experiencing symptoms described as sweating and "lack of balance" and reported his social worker tested him using an assistant's unspecified glucose meter and obtained a glucose result of 55 mg/dl. It is unknown how much time elapsed between the result of 55 mg/dl and the reported adc device results. The social worker treated the customer by applying a "cloth of cold water" and providing sugar (type unknown). There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. Customer reported results of 115 mg/dl, 194 mg/dl, and 106 mg/dl were obtained on the sensor scan compared to readings of 80 mg/dl, 92 mg/dl, and 90 mg/dl respectively obtained on the built-in reader. Customer further reported experiencing symptoms described as sweating and "lack of balance" and reported his social worker tested him using an assistant's unspecified glucose meter and obtained a glucose result of 55 mg/dl. It is unknown how much time elapsed between the result of 55 mg/dl and the reported adc device results. The social worker treated the customer by applying a "cloth of cold water" and providing sugar (type unknown). There was no report of death, serious injury, or mistreatment associated with this event.